Manufacturer narrative:
The manufacturer previously reported the ventilator's internal battery was replaced to address a malfunction. The internal battery was not replaced. The device was returned to the customer without repair due to no customer response.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.